Event description:
It was reported by svc report that the footend jack would not raise. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Unit disposed of by customer without insp or repair by stryker rep.